Manufacturer narrative:
(B)(6). Complaint conclusion: as reported, 20 minutes post closure with a mynxgrip vascular closure device (vcd), it was reported that the patient developed loss of pulses in the right lower extremity. Removal of the glycol plug from the mynx was performed with the assistance of a vascular surgeon. The procedure took 5 hours. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. Review of lot f1706801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynxgrip vcd in vessels not suitable for the use of the device. Do not use the mynxgrip vcd to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, 20 minutes post closure with a mynxgrip vascular closure device (vcd), it was reported that the patient developed loss of pulses in the right lower extremity. Removal of the glycol plug from the mynx was performed, a vascular surgeon was called in to assist, this took 5 hrs.  The product will not be returned for analysis.